Event description:
A site representative reported that while in an ent surgery, the status of the instruments were flickering between green and red status. The site rep informed that she put on new optical markers and ensured that they were fully seated. A medtronic representative walked through troubleshooting with the site rep to the point where the status of the frame stayed green with a geometry error below 0.10. Next removed the optical marker and informed her that the post was bent. Then the site started experiencing a similar problem with the passive planner blunt. At this point, the surgeon did not want to troubleshoot anymore and continued the surgery without the use of the landmarx element. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. The medtronic representative could not replicate the original issue. The system is working properly and is suspect of a hardware issue (bent post) or use error (spheres not seated properly on the post). Follow-up investigation by a medtronic ent representative reports that, following this case, the site has been able to use the ent head tracker with no issues. The system is working properly.